Event description:
Treatment of right paraophthalmic aneurysm. It was reported that the pipeline was not fully opened after deployment. The device was snared and removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).